Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room due to heart failure. The pulse generator was in back up vvi operation. A chest x-ray revealed a separation between the device header and the can. The device was explanted and replaced.